Event description:
It was reported that pump displayed cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges even though issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support and technical support confirmed repeated cartridge alarms and arranged for pump replacement, with no additional outcome details reported.